Manufacturer narrative:
After a restart, the service technician on site only discovered that the co2 sensor function could no longer be selected. The service technician took the module to check. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after commissioning the co² measurement (plugging in the measuring cell) and start the measurement. The device gave an unspecified alarm which could not be acknowledged. The device stopped the ventilation. However, the screen continued to display ventilation curves. The error could not be eliminated. The alarm sound could not be assigned to the device at first, because it was a completely different sound than other alarms of the device. The device did not react to any operation. It was also not possible to switch off the device with the main switch. The alarmton only switched off when the internal battery of the device was empty after several hours. Patient harm could only be avoided by the quick intervention of the staff in the room. The device was reported to the löwenstein company (service and sales in germany) as being defective. A technician inspected the device on (B)(6) 2023 and downloaded log files and took the co² module for inspection. The device is kept under lock and key by the medical technology department.